Event description:
It was reported that patient had a tibia fracture.

Manufacturer narrative:
The associated visionaire cutting block kit was not returned for evaluation. Our investigation from our visionaire team noted that after evaluation, no root cause could be found for the complaint. All steps in the planning and design were within visionaire standards. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A clinical analysis noted that the reported fracture cannot be confirmed based solely on the provided images. In addition, without the requested explant, the visionaries¿ cutting plan, or the pre-revision x-rays, a thorough medical investigation cannot be conducted. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.